Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This system was explanted and replaced. No reason was given. Attempts to obtain the information have been unsuccessful. Should additional information become available, this event will be updated. There were no adverse patient side effects reported.